Event description:
It was reported that the patient was experiencing focal isolated pain around the spinal cord stimulator (scs) site and most likely secondary to scar tissue developing around the area. Localized injections were performed around the scs and pain medications were also taken by the patient, however, these did not provide significant relief. Additional information was received that the patient underwent a procedure wherein the placement of the implantable pulse generator (ipg) was revised.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing focal isolated pain around the spinal cord stimulator (scs) site and most likely secondary to scar tissue developing around the area. Localized injections were performed around the scs and pain medications were also taken by the patient, however, these did not provide significant relief.